Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0l5jz, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported a loss of therapy. ¿it¿s not working¿ and it was not helping. This occurred in (B)(6) 2015. It was noted that the patient's relevant medical history includes fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.